Event description:
It was reported that the alarm will not power on. No pt injury reported.

Manufacturer narrative:
Results: (other) - inspection of the returned alarm shows that the battery door was damaged or missing. The part was replaced and was returned to the customer.